Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, and evaluation, it was found that the turn knob of the device fell off. Due to the fell off knob the saw blade could not be attached and other test steps could not be performed. Furthermore, it was found that the controller was damaged. It was determined that the issue related to the knob was due to a design issue which was escalated to CAPA. Therefore, the reported condition of the device knob coming apart was confirmed. The assignable root cause was determined to be traced to device design, which is a design issue. The root cause for the component damage was determined to be due to component failure from wear.

Event description:
It was reported that during service and evaluation, it was determined that the turn knob of the battery oscillator device fell off. It was further determined that the device failed pretest for general condition and check quick coupling for saw blades. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.